Event description:
An elective vaginal hysterectomy, laparoscopically assisted was performed on 10/7/92. During the procedure the auto suture jammed, adhering to tissue, and seperated from the stapler. Unable to retreive the loading unit, the decision was made to proceed to an open abdominal hysterectomydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.